Event description:
Procedure performed: unknown. The event date is unknown. At the [user facility], a 5 x 37 cm voyant maryland clamp was going to be used for the procedure with dr. [Name]. When the clamp was connected, it proceeded to activate itself and when the activation button was pressed, it did not work. They had to use another clamp to be able to do the surgical procedure. The conector is available. Product is available for return. Additional information received on 12 jul 2022 via email from [distributor]: the unintended energy delivery occurred unprompted when the device was not being used to seal tissue. The device has been used for 5 minutes before the experience was observed. No generator alarms interrupted the seal cycle. The jaws were not cleaned during the procedure. The ready message displayed on the screen when the device was connected. The activation and end tone were heard when the fuse button was pressed. Additional information received on 13 jul 2022 via email from [distributor]: no patient injury. Intervention: "...they had to use another clamp to be able to do the surgical procedure." Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
A portion of the event unit was returned to applied medical for evaluation. Functional testing was unable to be performed on the returned unit as only the device key was returned. As the complete event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformance's that could have contributed to the reported event. In the absence of the complete event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: unknown. Event description: the event date is unknown. At the [user facility], a 5 x 37 cm voyant maryland clamp was going to be used for the procedure with dr. [Name]. When the clamp was connected, it proceeded to activate itself and when the activation button was pressed, it did not work. They had to use another clamp to be able to do the surgical procedure. The conector is available. Product is available for return. Additional information received on 12jul2022 via email from [distributor]: the unintended energy delivery occurred unprompted when the device was not being used to seal tissue. The device has been used for 5 minutes before the experience was observed. No generator alarms interrupted the seal cycle. The jaws were not cleaned during the procedure. The ready message displayed on the screen when the device was connected. The activation and end tone were heard when the fuse button was pressed. Additional information received on 13jul2022 via email from [distributor]: no patient injury. Intervention: "...they had to use another clamp to be able to do the surgical procedure.". Patient status: no patient injury.